Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed using the returned contour next one meter with the returned contour next test strips and contour next control solution from lot # 9bv2g36, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer ran control tests on a contour next one meter and obtained readings of 222 mg/dl and 212 mg/dl at 8:49 a.m. And 8:51 a.m. Respectively. The meter did not automatically mark them as a control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.